Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient who was in cardiac arrest and the paddles lead option went away on the device and they were unable to get the paddles lead option back. As a result, defibrillation therapy may not be available if it was needed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer to obtain additional information on the patient, however no response has been received.

Manufacturer narrative:
Physio-control downloaded the device's electronic records from the event for review and was able to verify the reported issue did occur. Physio determined that the likely cause of the reported issue was due to the user not having the defibrillation electrode connected to the patient during pacing. This causes the device to not show the paddles lead on the display. This is normal device behavior, and likely not the result of a device malfunction; but rather the result of use error.

Event description:
The customer contacted physio-control to report that they were using this device on a patient who was in cardiac arrest and the paddles lead option went away on the device and they were unable to get the paddles lead option back. As a result, defibrillation therapy may not be available if it was needed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer to obtain additional information on the patient, however no response has been received.

Event description:
The customer contacted physio-control to report that they were using this device on a patient who was in cardiac arrest and the paddles lead option went away on the device and they were unable to get the paddles lead option back. As a result, defibrillation therapy may not be available if it was needed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer to obtain additional information on the patient, however no response has been received.

Manufacturer narrative:
Physio-control downloaded the device's electronic records from the event for review and was able to verify the reported issue did occur. Physio determined that the likely cause of the reported issue was due to the user not having the defibrillation electrode connected to the patient during pacing. This causes the device to not show the paddles lead on the display. This is normal device behavior, and likely not the result of a device malfunction; but rather the result of use error.